Event description:
The customer reported that the left monitor intermittently goes black causing a loss of live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted. The system was then found to be operating as intended.